Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
It was reported that the was reservoir had leak from past o ring. Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.